Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, worn uso seal, lifted dso seal, worn keypad overlay, and a scratched rear label. There was no evidence in the event history log. Functional testing was unable to verify and duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had failed rate accuracy test. The event occurred during testing. There was no patient involvement and no patient harm.